Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit displayed low vacuum alarm after a few minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and found that after a few minutes in operation the equipment displayed the low -vacuum message on the display screen. After analysis it was found that the set of manifolds was not correctly beating the solenoids with it presenting failure in operation. After the repair, the equipment was in operation for more than 4 hours and did not display any abnormality in its operation. The unit was then released for use.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit displayed low vacuum alarm after a few minutes. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.